Manufacturer narrative:
E1: reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that an over voltage protection (ovp) failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and confirmed the reported issue via confirmation of error codes in the event log. The investigation is ongoing.

Manufacturer narrative:
H10: the field service engineer replaced the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) printed circuit board assembly (pcba) to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.